Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents reported. All available information was investigated. The difficulties encountered appear to be the result of anatomical conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip was deployed between a2 and a3. Post deployment, it was noted the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Two additional clips were deployed to stabilize the slda and reduce the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.